Manufacturer narrative:
H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection revealed leakage from the access line near the screwed connector. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with prismaflex st150 set ckt, an external fluid leakage was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.